Manufacturer narrative:
Additional information: the results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported error and subsequent cancellation could not be determined.

Event description:
During a procedure, the workmate claris computer displayed an error message and the procedure was cancelled. The old workmate system was replaced by the new ensite x version of workmate claris. The error message that displayed was error message: "162-system options not set. The system configuration has changed since the last boot. Addition of a hard drive, etc., or loss of power to the real time clock has occurred. Pressing f1 will record the new configuration. If this message persist, you may need to replace the onboard battery."

Event description:
During a procedure, the workmate claris computer displayed an error message and the procedure was cancelled. The old workmate system was replaced by the new ensite x version of workmate claris.